Event description:
It was reported that the device had error- check IV set. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of check IV error was confirmed. ¿ received on 02-may-2025, lvp device was received unboxed and with paperwork. ¿ the lvp unit alarmed check IV when a dry set was installed. Asm analog sensor test was determined that the patient side sensor was below the allowed specification causing check IV error to appear. ¿ device to be returned to san diego repair center for normal processing. ¿ recommended bd san diego repair center to replace the pressure sensor. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error- check IV set. There was no patient involvement.